Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1811943: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on (B)(6) 2020. Concomitant medical products: reverse shoulder system 04.01.0173 glenosphere 39x027 (k170452) lot. 174737, lot 174737: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with four other similar reported events.

Event description:
The patient underwent a first revision surgery from competitor to medacta products on the (B)(6) 2020. Then, a luxation of the shoulder (glenosphere from liner) occurred. Following this event, the glenosphere was changed from 39 to 42 lateral glenosphere and the liner was changed from 039 to a 042 liner, 2 months after previous surgery.